Event description:
A pt experienced bloody diarrhea and cramping 1 day post colonoscopy procedure. States the symptoms were from a scope that was not rinsed properly. The scope was processed in an automated endoscope re-processor. The pt was treated with vicodan and bentyl and underwent a flexible sigmoidoscopy.